Event description:
It was reported the patient experienced withdrawal symptoms; nausea, vomiting, sweating and weakness. Caller stated patient did not experience an increase in pain. The medication was adjusted. The device was interrogated. Hcp reported an alarm was not heard but confirmed by telemetry. Telemetry confirmed a critical alarm occurred. The alarm was due to a motor stall that was constant. The log revealed the stall occurred on (B)(6) with no recovery noted. Stopped pump may exceed tube set on (B)(6). There was nothing in the logs after the tube set. The patient was in for a normal refill on (B)(6). There was no MRI or known magnetic interaction. Patient's alarm date was (B)(6) with an alarm reservoir volume of 2ml. The outcome was noted as ongoing event. The pump delivered morphine, fentanyl and bupivacaine.

Manufacturer narrative:
Model# 8711, serial# (B)(4), implanted: (B)(6) 2006, explanted:unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the health care provider reduced the pump to minimum rate mode and covered the patient with oral narcotics. The pump was replaced. The patient recovered without sequela (B)(6) 2012.

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomaly; corrosion, pump alarm anomaly resonator anomaly due to manufacturing. Pump was returned due to motor stalls and patient did not hear the alarm. No catheter was returned. The initial alarm test produced a an alarm of 65.1 db. Minimum spec. Is 70 db. Failed. The alarm waveform test was also done. The peak to peak voltage of the alarm waveform test needs to be twice that of the battery voltage during this test. The peak to peak reading was 6.46 v, while the voltage measured during this test was 2.71vdc. Passed. The inspection of the resonator showed that the resonator does have a crack in it. Missing/partially missing teeth of gear wheel three along with significant residue on the lower shaft of gear two, and residue in the lower bridge jewel for gear two were the causes of the stalls.